Manufacturer narrative:
Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for one patient sample tested with ise indirect k for gen.2, crej2 creatinine jaffé gen.2, and ureal urea/bun on a cobas 6000 c (501) module. Incorrect results for creatinine and urea were reported outside of the laboratory. It was asked, but it is not known if an incorrect k result was reported outside of the laboratory. The sample initially resulted with a k value of 6.36 mmol/l. The sample was repeated twice, resulting with k values of 5.40 mmol/l and 3.70 mmol/l. The sample initially resulted with a creatinine value of 627 umol/l. The sample was repeated three times on the same day, resulting with creatinine values of 266 umol/l, 259 umol/l, and 74 umol/l. The sample was repeated on (B)(6) 2019, resulting with a creatinine value of 219 umol/l. The sample initially resulted with a urea value of 30.0 mmol/l. The sample was repeated twice on the same day, resulting with urea values of 12.7 mmol/l and 3.8 mmol/l. The sample was repeated on (B)(6) 2019, resulting with a urea value of 11.7 mmol/l. No adverse events were alleged to have occurred with the patient. The creatinine reagent lot number was 401964. The urea reagent lot numbers was 404920. The reagent expiration dates were asked for, but not provided. The k electrode lot number and expiration date were asked for, but not provided.